Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 54 mg/dl. Cause was unknown; however, the customer attributed bg level to medication being used. Reportedly, the customer fainted and became unconscious. Customer sustained a cut on the arm from fainting. Contact assisted the customer and provided carbohydrates to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.